Manufacturer narrative:
(B)(4).

Event description:
It was reported that a device was explanted and replaced due to advisory. The patient was discharged after the procedure.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.